Event description:
A surgeon submitted patient data for the centurion program. During an in-house review, it was noted this patient experienced a decrease of 3 lines of bcva in the right eyete at the 1-month post operative visit.